Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating and high pacing impedance measurements and noise was noted on electrograms (egm). The pace/sense portion of the lead was capped and replaced, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.